Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the power of the subject device could not be turned on at the unspecified timing. The user also reported that the power switch illuminator was lit up but the cooling fan and the examination lamp were not worked at that time. At the incoming inspection for the repair, olympus service operation repair center (sorc) checked the subject device and found the blowout of the temperature fuse which might have caused the reported phenomenon. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus service operation repair center (sorc), omsc surmised there was the possibility this phenomenon was attributed to the temperature fuse failure of the subject device due to aging deterioration with the long term-use. The temperature fuse failure might have made no passage electrical current to the examination lamp or fan and it might have occurred the reported phenomenon. If additional information becomes available, this report will be supplemented.